Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that patient was in hospital because per the hcp, the deep brain stimulation (dbs) was suddenly not working, and this has been the case for 48 hours. It was also stated that patient was having difficulty with charging, could not reset the battery himself because the hcp was not sure what these mean. The doctor wanted to know if a manufacturer's representative (rep) was in the area who could assist as the doctor had no knowledge of the dbs systems. The doctor believes that patient has a recharger with them. No further patient complications were reported/ anticipated as a result of this event.